Event description:
It was reported that the right ventricular lead exhibited loss of capture. The patient was presyncopal and experienced sporadic loss of consciousness. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.